Manufacturer narrative:
MDR . / initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced high blood glucose levels upto 430 mg/dl on (B)(6) 2026 as patient has not followed insertion and supply change process correctly which leads to bent cannula and leakage. The patient was reverted to backup therapy.